Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using the adc device due to a fast draining battery. As a result, the customer experienced symptoms described as "labored breathing and no sense of anything" and a loss of consciousness. The customer was able to regain consciousness and self-treated with peanut butter sandwich. In addition, the customer had contact with a third-party and a healthcare professional who obtained a blood glucose reading of 20 mg/dl, 30mg/dl and treated with a unspecified IV for the diagnosis of hypoglycemia. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection has been performed on the returned meter and damage was observed to the plastic channel retaining the pins of the usb port. This damage was likely the result of an incorrectly inserted usb cable which leads to the pins within the usb port to be misaligned and results in the port not functioning as intended. The usb/charging cable was visually inspected and no issues were found observed. No opens or shorts were observed. Visual inspection was performed on the power adapter and no issues were observed. Load tester was used to test returned power adapter. Power adapter passed testing. The reader was de-cased and placed into the reader test fixture. This issue is not confirmed to use due to damaged usb port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using the adc device due to a fast draining battery. As a result, the customer experienced symptoms described as "labored breathing and no sense of anything" and a loss of consciousness. The customer was able to regain consciousness and self-treated with peanut butter sandwich. In addition, the customer had contact with a third-party and a healthcare professional who obtained a blood glucose reading of 20 mg/dl, 30mg/dl and treated with a unspecified IV for the diagnosis of hypoglycemia. No further treatment was required. There was no report of death or permanent injury associated with this event.